Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fv incl materials and travel.

Manufacturer narrative:
The complaint was created in error,there was no reported customer dissatisfaction related to this event, making it non reportable to the FDA.as a result, no follow up emdr is necessary.please cancel in your database.

Event description:
The complaint was created in error,there was no reported customer dissatisfaction related to this event, making it non reportable to the FDA.as a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval?), g3, g6, h2, h3, h6 (type of investigation, investigation findings), h11. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fv incl materials and travel (unknown issue). There was no harm reported.